Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature depletion. The ipg was explanted and replaced. It was further reported that the right ventricular (rv) lead had high thresholds. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.